Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that, the wire guide included in the neff percutaneous access set separated during a biliary tree treatment in a male patient of unknown age. The platinum tip of the nitinol wire was observed to catch on the needle during withdrawal, resulting in tip detachment and retention within the patient. Radiographic imaging confirms the presence of the retained fragment. The consultant reported that this issue is more common in procedures involving tortuous anatomy, particularly within the biliary tree. The consultant has modified his clinical practice, opting to use a mandril wire instead of the wire provided in the set. There are no plans to retrieve the separated device. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, drawing, specifications, quality control procedures and labeling of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. The device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. An expanded sales search to the customer was unable to identify the complaint lot. Cook was unable to review an IFU pamphlet, as one is not included with the complaint device. However, the wire guide holder is supplied with an l_scor label attached indicating to not manipulate or withdraw the wire guide through the needle. Evidence gathered upon review of the dmr and wire guide labeling, found no evidence suggesting the product was manufactured out of specification. Cook was not able to find evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that this event to be due to a failure to follow instructions. The customer stated that the wire guide was catching on the needle. The needle has a sharp edge, and the wire guide is a delicate flexible device. The wire guide is supplied with a label attached indicating to not withdraw or manipulate the wire guide through the needle. This can lead to the wire guide becoming damaged or part of the device shearing off. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone # (B)(6) g4 - PMA/510(k) #: exempt h3 - device evaluated by mfg? - not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, the wire guide included in the neff percutaneous access set separated during a biliary tree treatment in a male patient of unknown age. The platinum tip of the nitinol wire was observed to catch on the needle during withdrawal, resulting in tip detachment and retention within the patient. Radiographic imaging confirms the presence of the retained fragment. The consultant reported that this issue is more common in procedures involving tortuous anatomy, particularly within the biliary tree. The consultant has modified his clinical practice, opting to use a mandril wire instead of the wire provided in the set. There are no plans to retrieve the separated device. No other adverse effects were reported for this incident.